Event description:
It was reported by the physician, that the distal tip of the 16fr dilator sheared off when inserting it along with the smartseal (over-the-wire) to dilate the vessel in the pt's right femoral vein. The physician stated that the .035 spring wire guide (swg) bent as he made his initial dilations with the 12 and 14fr dilators. The physician accessed the right common femoral and used a snare device to retrieve the swg and piece of dilator from below. The physician then continued with the cannon ii plus catheter insertion through the right internal jugular and inserted the catheter sheathless. There was a 30 minute delay in treatment, no pt death and no pt complications reported. The pt was sent back to the floor after the catheter was placed. The physician does not expect any long term complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.